Event description:
It was reported that the user experienced recurrent low glucose, including nocturnal episodes, after announcing meals and while using the ilet bionic pancreas; the user changed the programmed weight and is now delivering approximately 150 units every two days, which is higher than prior insulin use on a different system, and the user typically does not enter meals due to low carbohydrate intake. Symptoms included hypoglycemia. Outcomes included no alarms and completion of troubleshooting and education, with the case assigned for additional training. Investigation included customer counseling on settings and workflow, and consideration of a factory reset per prior coaching. Investigation of this case revealed no device alarms or malfunctions and suggested that insulin delivery may be excessive relative to the user¿s intake and use pattern, including limited meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.